Event description:
It was reported that the ilet user experienced an urgent low glucose and treated with apple juice and rice, which resulted in subsequent hyperglycemia. This was characterized as overtreatment of hypoglycemia, and the device issued urgent low and low alerts. Symptoms included hyperglycemia with a peak of 317 and hypoglycemia with a nadir of 40 mg/dl accompanied by diaphoresis, malaise, and shakiness. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, and a usage problem was identified, specifically overtreating hypoglycemia and failure to follow the recommended 5¿15 g fast-acting carbohydrate with recheck protocol; no device component issue was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.